Event description:
It was reported that during an unk procedure, after the surgeon closed the jaw, the green cartridge could not be fired. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis found that one ecr60b cartridge was rec'd instead of an ecr60g. The reload was rec'd with no visual non-conformances and partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The returned cartridge reload was tested for functionality by resetting and reloading into a test device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the mfg process.